Event description:
The customer reported the system displayed an accessory error and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the locks on the leg extensions and freed the leg extensions. The system operates as intended.